Event description:
(B)(4). It was reported that vessel impingement occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x16mm promus premier¿ stent. However, it was noted that there is a significant impingement in the circumflex caused by the 3.50x16mm promus premier¿ stent and was treated with direct placement of a study stent in target lesion # 2. The target lesion #2 was located in the proximal circumflex (cx) with 70% stenosis and was 6mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct placement of a 4.00x8mm promus premier¿ stent. Following post dilatation, residual stenosis was 0%. In addition, the significant impingement in the circumflex was considered related to the kissing balloon procedure performed during the stenting of target lesion #1. One day post procedure, the patient was discharged on aspirin and clopidogrel. Per investigator, the significant impingement in the circumflex was not considered an adverse device effect.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).